Manufacturer narrative:
Corrected information were provided in b1, b2, d3, e4, and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the fluid leak was not determined due to lack of clinical details, no product returned for analysis. The cause of the cath-anchor lock was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
H6. Medical device problem code.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant. Section d primary UDI number was updated. Section d catalog number was corrected.

Manufacturer narrative:
B5: narrative was added and malfunction was changed to serious injury. H6: codes were updated.

Event description:
Clinical review/rationale: a 62-year-old male was bridged from impella cp to impella 5.5 support for cardiomyopathy, inserted via right axillary/subclavian artery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During the procedure, after implantation of the 5.5, the securing unit appeared to be loose. There had been no force to the pump during implantation. The securing unit around the blue button was reported loose with blood drops coming out of the unit. After some time and decreasing anticoagulation, the issue appeared to be resolved and the unit was dry. On day 16 of support, the patient had a ventricular septal defect (vsd) closure, during which the device was successfully explanted and patient survived. The fluid leak will be reported as it required intervention, but there was no consequence to the patient and support. The device is unlikely to have contributed to the vsd, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d. Vascular injury may occur in the setting of impella 5.5 support, but the device is unlikely to have contributed to the vsd, which was most likely a congenital heart anomaly.

Manufacturer narrative:
Complaint coding was revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the securing unit seemed to be loose after implantation; the securing unit around the blue button was loose and blood was leaking out of the unit. After some time and less anticoagulation, the situation seemed to resolve.